Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had a CT scan today and ever since they left the hospital their leg has been twitching. Patient said when the device was first programmed the first time it didn't seem to work because as soon as they turned it on the patient started to spasm real bad so the healthcare provider told the patient to turn it off. A week later the patient was reprogrammed and it seemed to be working fine. Patient was able to connect to the implant and confirmed the therapy was on. The patient was redirected to their healthcare provider to further address the issue.